Event description:
Following a ptca procedure, an angio-seal device was placed and hemostasis was achieved. A nurse checked the site approximately 7.5 hours later, which showed the groin to be in good condition. However, half an hour (eight hours following device deployment), the patient complained of pain and bleeding from the puncture site. At that time, a large hematoma was noted. As manual pressure was held to the site, the patient experienced a vagal reaction with a blood pressure drop to 60/40 and a heart rate drop to 48. The patient was given atropine, started on a dopamine drip, and received fluids which resolved all hemodynamic instability. The next morning, the patient was stable and was discharged home. The groin was in good condition, with no hematoma or ecchymosis noted.